Manufacturer narrative:
Device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing. Continuation of d10: product ID 978b133 lot# va3275d serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va3275d); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep called while in the operating room (or) with high impedances on all 4 contacts when connected to the ins. The rep stated the lead was removed from the header block, wiped lead, pocket dry, reinserted and had the ins in the pocket multiple times with the same outcome of high impedances on all contacts. They have tested the lead with the external neurostimulator (ens) and all values were normal and they were able to see good bellows and toe flexion. Even during the call, the lead was removed, retested with the ens, and had good results. The rep was advised to test for bellows and toes with the ins connected to determine if the issue was with the ins. They did a tug on the lead to ensure the set screw was secure and it appeared to be secure. The rep was advised that if they could see bellows and toes with the ins connected they could leave alone and let the body settle and the issue would most likely resolve as the patient's tissue settles. If no bellows or toes seen, then consider replacing the ins. Due to the rep being in the or, an email was sent to the rep to obtain reportable information. The rep responded and stated the ins was replaced with a new ins. After the new ins was implanted, an impedance check was performed and it passed.